Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h13i06037 and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.this report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was presumed to be due to airborne particles from an open window during pd therapy; however, this was not medically confirmed. The patient was not hospitalized for the peritonitis. Treatment for the peritonitis event was not reported. At the time of this report the patient was reported to be recovering from the peritonitis. Pd therapy was reported to be ongoing. Additional information was requested but is not available. This is report 3 of 4 involved in this event.